Event description:
In 2008, the pt reported he has been experiencing elevated blood glucose for the past 6 mos and he has lost confidence in his infusion device. He stated that he is considering switching to an insulin pen. He stated that today his blood glucose has been elevated to 300-400 mg/dl and he has felt dizzy and confused. He "thinks he has not been getting insulin all day". He switched to his backup infusion device. He stated that when he woke up his blood glucose was elevated to 339 mg/dl and he bolused. One hour later, his blood glucose measured 350 mg/dl and he took another bolus. One hour later his blood glucose measured 330 mg/dl. At 3:00 pm he decided to troubleshoot and he disconnected from his infusion site and performed a bolus. He stated that "there would be a squirt every once in a great while, not a consistent bubble like normal." He stated that he normally boluses 35 units of insulin per day and he had already bolused 70 units today. He stated that after switching to his backup infusion device his blood glucose has been lowering. Upon follow up three days later, the pt reported that his blood glucose had returned to normal since switching to his backup infusion device. Upon further follow up on the following month, the pt stated that he is not satisfied with his blood glucose readings while on infusion device therapy. He stated that he has discussed his options with his physician and began use of an insulin pen. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.